Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. However, the pump was replaced, and the customer will use current pump for insulin therapy until the replacement arrives.